Event description:
It was reported that during implantation, the surgeon found a leak in the delta chamber of the valve. He switched to another unit and finished the operation safely.

Manufacturer narrative:
(B)(4). The valve was patent, passed siphon and reflux testing and met all established specs for pressure-flow and preimplantation testing. The device did not meet the requirements for leak testing due to a small tear in the bottom of the delta chamber. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.